Manufacturer narrative:
Device not returned by customer. The impella 5.5 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) white male patient had impella 5.5 pump inserted for post cardiac-cardiogenic shock (pccs). The physician was manipulating the device, position changed, physician noticed that there was a perforation on the lateral wall of the left ventricle, pump was removed, and repaired was done to the perforation.

Manufacturer narrative:
Device not returned by customer. The (B)(6) 5.5 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had (B)(6) 5.5 pump inserted for post cardiac-cardiogenic shock (pccs). The physician was manipulating the device, position changed, physician noticed that there was a perforation on the lateral wall of the left ventricle, pump was removed, and repaired was done to the perforation.